Event description:
According to the reporter: the balloon truly burst, but remained intact. The surgeon was not using electrocautery and no pieces were left in the patient. There was no need for the surgeon to make a larger incision or perform other surgical intervention. No patient injury occurred.

Manufacturer narrative:
(B) (4). (B) (4).